Event description:
It was reported that the battery charge dropped 25% in a short period of time. There was no adverse impact to the customer¿s blood glucose level. The pump did not shut down unexpectedly, and the issue did not involve older pump software. The customer was able to upload pump data, and technical support planned to investigate and follow up, eventually closing the case after multiple follow-up attempts.